Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor from a fresenius 2008t hemodialysis (hd) machine damaged the bloodline tubing during a patient¿s treatment. The biomed indicated that an air detector alarm had sounded when this occurred. The biomed stated that the white guide pin cover was the cause. Additional information was obtained through follow-up with a registered nurse (rn) from the facility. The rn reported seeing blood dripping down the front of the machine approximately three minutes after the treatment started. They confirmed there was also an air detector alarm that occurred. Once the leak was seen, the lines were clamped and the treatment was paused. The patient's blood was not returned; estimated blood loss (ebl) was 250 ml. The rn said there were no unusual noises coming from the blood pump rotor. The rn said the biomed was onsite and was able to help fix the machine. They removed the bloodline and noticed a cut on the tubing. The biomed knew that it was the blood pump rotor that damaged the tubing. The biomed replaced the rotor with a spare that they had on hand. When the rotor was removed, they noticed that a cap on one of the pins was loose, and it then fell off. The machine was re-setup with new supplies for the patient to continue their treatment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment on the same machine. The rn reported that a nipro bloodline was being used along with an elisio dialyzer. The defective blood pump rotor was not available to be returned for evaluation as it was reportedly discarded.